Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission showed device exhibited several episodes of post-paced t-wave oversensing, as well as what appears to be far field p-wave oversensing that was accompanied by a potential loss of lv capture. Patient is dependent and was asymptomatic. Programming changes were made but did not resolve the oversensing issue. An x-ray was performed, confirming proper lead position. The lv lead capture was tested and measured high. Further programming changes were made and patient will be brought back for another check.